Manufacturer narrative:
No patient injury was reported. During a device evaluation, technician reports that lamps need to be changed and that the energy was low and greater than 20% outside of specification. Device will be repaired. Since the energy was confirmed to be outside of the specification, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that the elite mpx loss energy up to 40%.